Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding their implantable neurostimulator (ins). It was reported that patient had a replacement in their old incision, and their wound site later opened. A replacement was performed. No further complications were reported.